Event description:
Abutment fractured at the base. Abutment fractured 24 hours after insertion. .

Manufacturer narrative:
Product discarded by doctor. Will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.